Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric optic in 2007 and the len was explanted two weeks later because the surgeon chose the wrong power. The lens removed and replaced without enlarging the incision and no sutures were needed.